Manufacturer narrative:
The insulin pump passed the displacment test, operating currents, self test, off no power and unexpected restart alarm test. However, unable to prime during the prime test and motor error alarm during basic occlusion test due to a faulty force sensor resistor. The motor passed the motor test. The device had a scratched lcd window, cracked case at display window corner, cracked reservoir tube lip, and a missing end cap sticker. The device had a cracked belt clip slot. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was unknown. Troubleshooting was not able to resolve the issue. The device was returned for analysis.